Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown expiration date. Unknown lot number. Manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg, the gel in the ppt tubes are somewhat slanted after being centrifuged.